Event description:
A 14f sil foley felt like it was catching when trying to pull out. Physician called to bedside. He removed the foley with some resistance. Foley appears to be faulty. Balloon was emptied completely.